Manufacturer narrative:
This supplemental report is being submitted in response to the FDA notification received on september 26, 2024, concerning missing UDI numbers in MDR submissions from october 2023 through december 2024. In response to this issue, irhythm conducted an investigation and identified a system processing error, which has now been resolved. Please see the update in section d4.

Event description:
A registration discrepancy between two patients resulted in both final reports initially being posted for the incorrect patient. No protected health information (phi)was disclosed to the incorrect party. The clinical reports were corrected and provided to the patient¿s healthcare provider. No adverse events occurred.